Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have? 4 stage. What confirmation was received that the device was fully fired? Normal. Where within the gap setting scale was the orange indicator prior to firing? Normal. Did the device cut? Cut. If the device cut was the cut line fully circumferential around the target tissue? Yes. Did the device staple? Yes. Was the staple line complete? Yes. Were there any staples missing from the staple line? Not found. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? B-shape. How many counter-clockwise revolutions were used to open the device? As IFU followed, what was done to address the issue of the torn tissue? Was there any change in the procedure or post-operative care of the patient due to the event? Suture closing.

Event description:
It was reported that during a hemorrhoidectomy procedure, when the device was extracted out after firing, a stapled tissue and tissue around was torn and taken out together with the device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58h6z. The analysis results found that the pph03 device arrived with no apparent damage with 4 staples present in the pockets, partially formed and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. It should also be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. For more information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.